Manufacturer narrative:
A correlation between the device and the reported driveline exit site infection could not be conclusively determined. The explanted device was not returned for evaluation. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient underwent a pump exchange due to a chronic pseudomonas aeroginosa infection at the driveline exit site. The pump was reported to be functioning as intended and would therefore not be returned for analysis. The explanted device was retained by the hospital. No further information was provided.